Manufacturer narrative:
Corrected data: in review, it was noted that the initial MDR report inadvertently did not include the justification for the section 'e1-establishment name' not being populated; therefore, it has been captured in this supplemental report. Section e1: establishment name: information unknown/not provided. Device evaluation: product testing could not be performed since at the time of this investigation, the product was not returned (the device was discarded). Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing records were reviewed and no nonconformity report was found as a part of this review. The product was manufactured and released according to specifications. A search in complaint history revealed that one additional complaint was received from this production order which was coded for not a device problem and not a reportable malfunction, no investigation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Patient age or date of birth, weight, and ethnicity: information unknown/not provided. Date of event: unknown, not provided. Explant date: if explanted, give date: unknown, not provided. Best estimate is (B)(6) 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) implanted in the patient's right eye was explanted and exchanged for another johnson & johnson lens (different model za9003 and diopter 18.5). No further information is available.